Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
It was reported through a legal event that a patient had hernia repair surgery on or about (B)(6) 2014. During hernia repair surgery, the surgeon implanted a strattice mesh, lot number s11250-503. The records indicate the device was a strattice mesh. After surgery, patient returned to the hospital on or about (B)(6) 2015, for a revision surgery. On (B)(6) 2015, patient had a small bowel resection and repair of a ventral hernia with additional strattice mesh (lot # sp100200-092 ref# (B)(4). Implanted. After surgery, patient returned to the hospital on or about (B)(6) 2016, for a revision and removal surgery and additional mesh was implanted.this is the same event and the same patient reported under MDR ID# 1000306051-2023-00097 (allergan complaint #pr 2752910). This MDR is being submitted for the first product.

Manufacturer narrative:
Internal investigation into strattice lot s11250 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 03 may 2023, of the 658 devices released to finished goods for lot s11250, 635 have been distributed with 332 reported as implanted. Lot s11250 was processed aseptically, terminally sterilized and met all qc release criteria. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
This is follow up#1 to report the results from the internal investigation and the conclusion. The aware date is based on when the batch record review was completed. As reported in the initial: it was reported through a legal event that a patient had hernia repair surgery on or about (B)(6) 2014. During hernia repair surgery, the surgeon implanted a strattice mesh, lot number s11250-503. The records indicate the device was a strattice mesh. After surgery, patient returned to the hospital on or about (B)(6) 2015, for a revision surgery. On (B)(6) 2015, patient had a small bowel resection and repair of a ventral hernia with additional strattice mesh (lot # sp100200-092 ref# (B)(4) ) implanted. After surgery, patient returned to the hospital on or about (B)(6) 2016, for a revision and removal surgery and additional mesh was implanted. This is the same event and the same patient reported under MDR ID# 1000306051-2023-00097 (allergan complaint #pr (B)(4). This MDR is being submitted for the first product.